Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels as low as 50 mg/dl and as high as 270 mg/dl. Reportedly, the cause of the impacted bg levels were due to the pump settings; the contact stated the customer had hormonal changes and the settings required adjustment. The customer ate carbohydrates to address low bg. Contact confirmed that the issue will be discussed with the health care provider.